Manufacturer narrative:
(B)(6). The lot number was unknown; therefore, the device manufacture date and the manufacturing location were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the on/off blue light was flashing and did not charge the battery devices on the new universal battery charger device. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Serial number: the device serial number was documented as unknown in the initial report. The device serial number has been updated as (B)(4). Device evaluation: the device was returned to the manufacturing site for further evaluation. It was determined that the electronic component (opto- coupler) inside the charger was found to be out of order and the blue led light was flashing. Therefore, the reported condition was confirmed. The assignable root cause was due to faulty production. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.